Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the instrument would not fire. No injury or adverse event was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, an engineering evaluation of the device, and an evaluation of the returned device. Visually, there were no initial abnormalities noted for the adapter. The eeprom was uploaded and indicated 22 autoclave cycles for the adapter. No functional abnormalities were noted, however the adapter was dismantled and areas of residue were noted. Visual testing of the returned sample confirmed the product did not meet specifications. The reported condition was not confirmed. A secondary condition not related to the reported condition was noted. The root cause for the secondary condition was the sticky residue causing the load link to become stuck in place and prevented the depressing of the button as well as the insertion of a reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.